Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "mid-september 2025." All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. "Due to a sensor error, the sensor was removed. During the period without the sensor, the customer chose to drive and subsequently experienced a "loss of consciousness due to hyperglycemia, which led to a car accident. As a result of the accident and the medical condition, the customer was admitted to the hospital." Details of treatment are unknown. It is unknown how many days the customer was admitted in the hospital for. There was no report of death or permanent impairment associated with this event.